Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified through an event history log review. The returned homechoice has received a functional and electrical evaluation. The homechoice passed all returned instrument testing evaluation performed. The cause was determined to be one or more cycle advances to next fill when slow / no flow occurred above the minimum drain volume threshold. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred in the therapy initiated on (B)(6) 2014 at 01:45:12. During night drain cycle three, the patient's ultrafiltration reading was 1287ml, indicating the home patient (hp) drained 1287ml more than their maximum programmed fill volume of 1900ml. No additional information is available.